Event description:
The pt reported, he was unable to feel stimulation even after increasing the amplitude. The sjm representative met with the pt and diagnostic testing indicates invalid impedance readings. Reprogramming was initially able to provide effective coverage. However, the issue reoccurred and additional reprogramming was unable to provide effective coverage. X-rays were taken and did not reveal any anomalies. The pt has yet to decide if he wants to undergo surgical intervention for the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.